Event description:
It was reported that a patient presented on (B)(6) 2023 with an episode of ventricular tachycardia where it was initially under-sensed by the patient's implantable cardioverter defibrillator (ICD), resulting in delayed therapy. Programming changes were made to address the issue. The patient was recovering post-changes.